Event description:
During an atrial fibrillation ablation procedure in navx mode, the catheter tip was noted to be fractured. The catheter was inserted into the right atrium and it was noted that the images did not appear as expected. On xray, the catheter tip appeared bent. The catheter was removed and it was confirmed the tip was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided, the cause of the bent and fractured catheter tip remains unknown.